Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan. Upon investigation, the device was not reprogrammed to MRI mode prior to the scan. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.